Event description:
It was reported that, during laparoscopic hysterectomy, the tissue pad broke and fell off the clamp arm. The fallen pieces were retrieved. There is a possibility that the broken pieces fell into the patient. The device was used on ligament. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Batch #: x95n9a additional information was obatined: the tissue pad worn out, and the part of it fell into the patient. The fallen pieces were retrieved. The tissue pad was damaged before vaginal incision at the end part of the operation. A white substance adhered to the tissue when the tissue pad was damaged. It was retrieved, and found that it was a broken piece of tissue pad. The tissue pad is missing about 1mm, and the surgeon is unsure that when and where it was missing. No additional treatment was given to the patient. Explanation about tone change was given to the surgeon. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, melted, not all present and the missing portion returned. The tissue pad was not detached as reported. In addition, the blade tip was damaged at the distal end due to contact with the clamp arm after the tissue pad was melted. Upon visual inspection to the blade tip, it was found that the black coating was found damage. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation without tissue present in the distal section of the jaws and the jaws closed. A manufacturing record evaluation was performed for the finished device batch number x95n9a, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.